Event description:
On or about (B)(6) 2009, patient implanted with a braun venatech filter. On (B)(6) 2015, patient underwent an ir venogram which demonstrated that the venatech filter was surrounded by thrombi and had been crushed. (B)(4).